Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a mtp arthordesis while inserting the implants the devices broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the drive feature broke on one device and is cracked on the second device. Material was found to meet specifications but the features could not be measured. The cause is undetermined, however likely causes include continually applying torque when the implants is not moving; prying/leveraging the device; shallow driver engagement depth.